Event description:
It was reported that during the initial implant procedure, the helix inadvertently extended while positioning the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The rotation of the helix was tested prior to introducing the rv lead into the body of the patient and no anomalies were noted at that time. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix inadvertently extending without manipulation was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The helix did not extend by itself after completely retracting. Electrical testing did not find any indication of conductor fracture or internal shorts.